Manufacturer narrative:
(B)(4).

Event description:
Care taker contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Care taker did not report any injury or medical intervention.